Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result did not match the patient¿s clinical history, and was not reported to the physician(s). The sample was repeated on the same instrument and another dimension vista 1500 instrument, resulting as expected on both. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced sample probe 3 due to a slight bend. The cse also discovered that the customer receives samples from outside clinics and does not re-spin prior to sampling. It was recommended that the customer re-spin all samples prior to sampling. The cause of the falsely elevated potassium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.